Event description:
The pt reported poor sound qual and decreased performance in 2005. The results of an integrity test done in 2005 were consistent with normal device function. Per the audiologist, in 2006, the pt reported facial stimulation when using the cochlear implant sys. The electrodes which were causing the facial stimulation problem were deactivated from the sound processor program. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The pt's device was explanted in 2008. The pt was not reimplanted due to excessive ossification. The pt has an implant in the contralateral ear.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.